Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead had an automatic safety switch from bipolar to unipolar due to high, out of range ra pace impedance measurement. The patient was educated on the absence of asystole from the ra lead that remains in service, as well as the pacemaker. According to the field representative, the system will be reprogrammed to a ventricular pace/sense configuration. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead had an automatic safety switch from bipolar to unipolar due to a high, out of range ra pace impedance measurement. The patient was educated on the absence of asystole from the ra lead that remains in service, as well as the pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.